Event description:
It was reported a patient¿s ¿battery leaked and she had passed away.¿ it was further reported the patient ¿passed away because it leaked.¿ there was no further information available at the time of report. It was noted the patient was ¿a friend of a friend¿ of the reporter. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Date of death: the actual date of death was unknown at the time of report. The date entered is an arbitary date, due to the requirement of a date for submission purposes. Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).